Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was 225 mg/dl at the time of the incident. The customer stated that the numbers were scrolling and that the buttons eventually became unresponsive. The customer also stated that numbers continued to scroll without user input was the significant event leading to the keypad issues. The customer stated that the insulin pump did not let them change the time and that a battery out limit alarm was received when asked if the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for the battery out limit could not be performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive act, up and down buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify battery out limit alarm due to unresponsive button. No unexpected numbers ramping or scrolling during testing.